Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical re-set prior to implant. The device was not used. No patient complications have been reported as a result of this event.